Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error as insulin pump exposed to water during swimming. Customer performed troubleshoot for the issue but insulin pump was off after battery out alert. Customer¿s current blood glucose was 115mg/dl. Customer reports they received a critical pump error image on the pump screen and broken belt clip. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.